Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during loading, the injector advanced over the lens. The surgery was completed on the same day. There was no patient contact. According to the new information received, while the surgeon was advancing the injector, it was advanced over the lens. The surgeon thought it might be the injector problem.